Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22may2020.

Event description:
The biomedical engineer (biomed) reported the v60 touchscreen wouldn't calibrate and has a non-responsive area on the bottom. The customer reported that the unit was not in use on patient. The product support was contacted by the biomed for service assistance. The biomed replaced the v60 touchscreen and returned the unit to service.